Manufacturer narrative:
5086mri52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected intermittent far-field r-wave (ffrw) oversensing noted during a recorded episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.